Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt lost stimulation coverage. The ipg cannot communicate with external devices. A sjm representative confirmed the issue. Surgical intervention is planned at a later date to address the issue.